Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
The customer was using the device on a pt and attempted to use the sync cardioversion feature. The physio-control quick combo cable and electrodes were attached to the pt; however, they were not able to obtain any readings. The customer indicated that the screen "froze" up when attempting to use the device. They didn't observe any "connect electrodes" prompts on the device. The staff then brought in another device to use on the pt. There were no adverse effects to the pt as a result of the reported failure.